Manufacturer narrative:
The required information to enable further investigation, such as the kit's lot number and patient's medical history, was not available and therefore a root cause investigation was not performed. A review of complaints' trend reveal that all of the alere determine hiv 1/2 ag/ab combo batches are performing according to label claims. The exact root cause of the reported issue could not be determined. Attempts to gain additional information were not successful.

Event description:
Customer reported ten (10) false (B)(6) results between the years of 2016-2018 with the alere determine hiv-1/2 ag/ab combo test. 2016: four (4) false (B)(6) results with the alere determine hiv-1/2 ag/ab combo test on pregnant females. 2017: five (5) false (B)(6) results with the alere determine hiv-1/2 ag/ab combo test on pregnant females. 2018 (march): one (1) false (B)(6) result with the alere determine hiv-1/2 ag/ab combo test on a pregnant female. Per the customer's protocol, each patient sample was repeated with the alere determine hiv-1/2 ag/ab combo test in duplicate (3 total tests per patient).confirmatory testing on a 4th generation hiv ag/ab test (not otherwise specified) was (B)(6) for all patients. All patient treatment and outcome status were unknown. Attempts to gain additional patient information were not successful. There is insufficient information to determine if a malfunction occurred.